Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, phrenic nerve palsy (pnp) was observed. The double stop technique was performed. The pnp recovered and the procedure continued. Pnp was then observed again and double stop performed. Additionally, the sheath was difficult to maneuver and became kinked. The sheath was replaced. The procedure was switched to radiofrequency (rf) and completed.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed at least 12 applications were performed with a balloon catheter without any issues or system notices on the date of the event. The balloon catheter was not returned for investigation. A clinical issue (phrenic nerve palsy) was encountered during the procedure. There is no indication of relation of adverse event to the performance and performance of the balloon catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information indicated that no diaphragm elevation and issues were noted during the patient's outpatient follow up, however, the patient hospitalization was extended.